Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host computer was unable to boot, preventing a full system boot. To resolve the reported issue, the fse re-seated the cable connections in host pc and re-stored the hard disks. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host computer was unable to boot, preventing a full system boot. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.